Event description:
We received an allegation of discrepant results for 1 patient sample tested for tina-quant hba1c gen. 3 (a1c-3) on a cobas 8000 c 502 module. The initial result was 10.3%. This result was reported outside of the laboratory. On 29-sep-2022 the customer discovered the high result when reviewing results for a different patient. The field service engineer (fse) found an issue with the valve assembly causing dripping in the rinse mechanism. The fse replaced the valve assembly, the rinse tube assembly, and valves. Mechanism checks were performed and there was no dripping. Qc was performed. On 02-oct-2022, following the service visit, the sample was repeated and the result was 7.4%. The a1c-3 reagent lot number was 62516201 with an expiration date of 31-oct-2023.

Manufacturer narrative:
Calibration was last performed on 27-sep-2022 with acceptable results. Qc was acceptable. No issues were observed during a review of the alarm trace data. The service actions resolved the issue.